Manufacturer narrative:
Product complaint # (B)(4). (B)(4). The lot number and expiration date are currently unavailable.

Event description:
Knot pusher was cutting the suture when attempting to tie knots. There were no patient consequences. The action taken for the procedure was to open another knot pusher additional information provided by the sales rep via phone on (B)(6) 2017 indicating that an orthocord suture was used during the case. The sales rep could not see if there were any burrs on the instrument that would be causing it to cut the suture. Additional information provided by the sales rep via phone on (B)(6) 18 indicating that the product code used with the device in the case was 222296 4.5 healix advance br 3 suture with orthocord.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint states that the device is not being returned therefore not available for evaluation. Despite multiple attempts made for the lot number of the device, no information has been forthcoming. This complaint cannot be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. The lot number was not reported therefore a DHR review could not be conducted. Also, a review into the depuy synthes mitek complaints system is not possible. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.